Event description:
During preparation of the device for a cardiopulmonary bypass procedure, the user reported that the battery was low even though the unit was plugged in. No other details regarding the nature of the event were provided. There were no reported adverse consequences to a pt as a result of this event.